Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s ipg incision site was open and the ipg was visible. As a result, the patient underwent surgical intervention during which the scs system was explanted without complication.